Manufacturer narrative:
Device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 23, and 63 alarms in the formatted history noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and audio anomaly. Customer reported they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated the alarm occurred immediately after a battery change. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer performed self test and insulin pump did not vibrate during the vibrate test portion of the self-test. Customer husband reported that his wife was in a emergency room right now and was doing an magnetic resonance image. The device will be returned for analysis.